Event description:
Boston scientific received information that this device was found out to be at end of life (eol) due to an extended charge time (CT) of 34.3 seconds. The battery voltage was at 2.67 and the end of life (eol) was declared earlier than expected. This device was explanted without complications. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not available for return as the patient kept it per request. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.